Event description:
It was reported that during the initial implant procedure, right atrial (ra) noise was noted on the device and the ra set screw was unable to be tightened. Liquid was observed in the header of the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of signal artifact and noise was not confirmed. The reported event of loose or intermittent connection was confirmed. The reported event of contamination of device ingredient or reagent was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Analysis of the device¿s header revealed the right atrial set screw hex cavity was stripped and septum material was noted. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Further analysis of the device¿s sensing functions was found to be normal, and no anomaly was found contributing to reported event of noise.